Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion exposing the outer coil located proximal to the suture sleeve tie impression of the lead. The external insulation abrasion consistent with friction to the device can. The cause of the report event was isolated to the external insulation abrasion found on the lead.

Event description:
Related manufacturer reference number: 2017865-2021-39559. It was reported that a patient presented in clinic for a follow-up appointment. The patient's pacemaker (pm) and right ventricular (rv) lead were oversensing noise. The patient was asymptomatic. The pm and rv lead were explanted and replaced. The patient was stable throughout procedure.